Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4) a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2017-mar-17 reported ever since the drug infusion revision (patient could not remember when that was) patient has been experiencing drowsiness with difficulty waking up to eat and someone has to feed the patient sometimes. Patient stated it is worse since that revision. Patient stated pump healthcare professional (hcp) told patient to go to all patient other hcps to rule out other medical issues that could be causing the drowsiness/symptoms. It was stated patient has been to all of other hcps, but for the hcp for mitochondrial disease patient has to wait until (B)(6) 2017 for the next appointment, and was concerned patient can not wait that long. The patient's psychiatrist stated the psych medications had nothing to do with the drowsiness. It was stated patient has sleep apnea and stops breathing when sleeping due to the neurological condition of mitochondrial disease that patient has had her "whole life". Patient is frustrated about the situation and is contemplating taking the pump out. All the other hcps thought the cause of patient's current issues are because of the pain pump or the mitochondrial disease. It was stated there is a pocket of spinal fluid at c5-c6. It was discovered in 2008 per the patient. Patient also stated has chiari which is a "condition of malformation" that was discovered in 2008 with an magnetic resonance imaging (MRI). It was stated patient has "a lot of conformities" (deformities or malformities). It was stated when patient was on oral medication patient did not experience as bad of issues as patient was experiencing with the pump. Patient stated the only time it was this bad of patient's symptoms was a "severe time with oxygenation" but patient was no longer on oxygen. Patient stated the pump was suppose to improve patient's oxygenation and improve patient's pain. Patient stated the pump hcp was getting frustrated because the patient can not communicate properly and is very drowsy. Patient stated the hcp has adjusted the intrathecal dose. It was stated the effexor drug patient takes should make patient more alert and not have an affect on patient's drowsiness. It was stated patient has had an increase in seizures that began "2 weekends ago" and again the week before or after that. It was stated patient was taken off oral benzos because they were concerned about the drowsiness but then patient's seizures increased. Patient was inquiring about options. It was reviewed pertinent info per patient's inquires and redirected patient back to hcp. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving bupivacaine 5mg/ml at 0.484mg/day and dilaudid 5mg/ml at 0.484mg/day via an implanted pump. Indication for use was noted as non-malignant pain. It was reported that a catheter issue was suspected and a dye study was done. They could not aspirate from the catheter. Originally the hcp had planned to do a pocket revision however once they opened the pocket, they noticed that the catheter was twisted significantly and they suspected twiddler's syndrome. There was a catheter occlusion. The twisted part of the catheter was removed and replaced. Patency was confirmed. The issue was diagnosed by catheter access port (cap) aspiration and surgical exploration.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on (B)(6) 2017 reported according to clinical records the patient's weight on (B)(6) 2017 was (B)(6) pounds, on (B)(6) 2017 was (B)(6) pounds, on (B)(6) 2017- was (B)(6) pounds, on (B)(6) 2017 was (B)(6) pounds, and on (B)(6) 2017 was (B)(6) pounds. It was noted these are not actual weights. These weights are only as reported by the patient. No further complications were reported/anticipated.

Manufacturer narrative:
Patient code (B)(4) applies to both the pump and the catheter.

Event description:
Additional information received from manufacturer representative (rep) reported the patient could not specifically recall when patient started experiencing an issue. Patient stated there was noticeable loss of therapy as evidenced by return of pain. The cause of the twisted catheter was not determined. It was noted twiddler's syndrome was a suspected cause. The catheter issue was resolved by replacing the portion of the catheter that was twisted. No further information was reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.